Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the biosure screw got broken directly by placing, the device did not break, but distorted. The screw was spinning and removed. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. The bone quality was normal. The back up device was used in the originally drilled bone hole. There was no void left in the patient. The instrument used to prepare the insertion site was a 9.5 cann drill bit size and the tunnel size was 9,5. The insertion site was cleared of all debris prior to insertion of the anchor. The patient status had a normal recovery. The surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The original information indicated the anchor broke; however, additional information indicates it actually distorted, therefore there was no injury or damage caused by the device malfunction. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during an arthroscopy, when placing the biosure screw, it distorted. The screw was spinning and removed. The procedure was completed with non-surgical delay using a s+n back up device and no further complications. The back up device was used in the originally drilled bone hole and no void was left in the patient. The insertion site was cleared of all debris prior to insertion of the anchor. The patient had a normal recovery and the surgeon was ultimately satisfied with the surgical outcome.